Event description:
The device was connected to a pt described as in cardiac arrest. Pt diagnosis was not reported. Reportedly, the device displayed connect leads and the pt could not be monitored as a result. The operator unseated and reseated the ECG cable connection in an unsuccessful attempt at correction. The pt was resuscitated.